Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient was having trouble charging their ins. Their controller was saying the ins was finished charging when the ins was charged only up to 50-60%. The patient was asked if they may have accidentally bumped the screen of the controller when recharging, and they stated they were not certain but it was possible because they carry it in their pocket. When the rep met with the patient they were unable to reproduce the reported issue. The ins diagnostics were reviewed and they showed that the charging sessions were 100%. Additionally, it was reported the patient was having trouble finding the ins. It was noted the ins was somewhat deep and somewhat tilted, but once the location was identified, excellent coupling was achieved. It was noted the ins was higher than the patient thought. Technical services reviewed that if recharging is stopped by the patient at any point during recharging, that the screen will show "finished" even when it's not at a 100% charge. The patient was instructed to keep working at becoming familiar with the location of their ins and to lock their controller screen when recharging to prevent stopping the recharge session. Both issues were resolved. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the ins was tilted due to a combination of anatomy and the way the pocket was position/healed. It was confirmed that no action was being taken to address the issue because the ins was charging ok. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative. Manufacturer representative wanted to try changing out the recharging antenna. No further complications reported and/or anticipated at this time.